Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the display lens broken. The event history log confirmed many occlusion and air in line alarms occurred. Functional testing was unable to replicate the reported issue; the device worked properly. The root cause was unknown. The sensors were recalibrated as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device was alarming abnormal many times for air and occlusion. There was unknown patient harm.